Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a red dot from wearing the insulin pump but did not go to the hospital. Customer's mother reported that the pump is melting on the right side and the pink is now brown in that area. Caller stated that the act button is acting up because the pump gets very hot and has changed colors. Customer's mother stated that the pump is functioning okay and the customer has a back-up plan. Customer's mother reported that the pump was melting in the area where the motor is located. Caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no hot pump noted. The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had stained end cap sticker, cracked case at the display window corners and minor scratches on the lcd window.